Manufacturer narrative:
(B)(4). Citation: can j plast surg 2009; 17(1): 17-21.

Event description:
Literature article: decreasing expander breast infection: a new drain care protocol two-stage expander breast reconstruction remains one of the most widely used techniques for post-mastectomy reconstruction. The objectives of the study was to review a simple method for drain use to help reduce rates of infection in expander breast reconstruction. The first-stage breast reconstruction was divided into 2 series: the first series consists of 121 female patients. The expanders were placed in the subpectoral position without the expander touching the patient¿s skin or surgical towels. A single percutaneous, fully fluted hubless closed suction drain with an anti-reflux valve fr 15 was placed just before incision closure through the lateral inframammary fold. It was reported that complications included infection in 10 women who are in the first series reconstruction group; 4 patients in the same series who had undergone bilateral expander reconstruction developed infection, although in each case only one breast became infected. The breast expanders were removed after a failed 1 to 2 weeks treatment of broad spectrum antibiotics. It was reported that because the fate for infection of the undrained surgical wound may be sealed at the time of incision closure, we examined the drain as a risk factor for surgical site infection. It was concluded that percutaneous closed suction drains do serve as an increased risk for expander infection.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/9/2020.